Manufacturer narrative:
The device is not available for evaluation; a supplemental report will be submitted if the device becomes available for evaluation.

Event description:
It was reported that the cleo 90 infusion set broke when it was being removed and the cannula remained implanted in the patient's body. According to the reporter, the patient removed the cannula from the body but no information was provided on how it was removed. No injury was reported, no further information was provided. MDR report number 30127073000-2017-00204 for related complaint.